Event description:
An issue was reported where the insulin gauge displayed a different amount than expected, with a static fill estimate of 130 units despite insulin delivery. There was no adverse impact on the customer¿s blood glucose level. Technical support educated the caller about the cause of the discrepancy due to varying pressures and explained that the fill estimate would update once the insulin amount equaled the static gauge value, which the caller understood and acknowledged.